Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient no longer felt the scs system stimulation therapy. Reportedly, the patient checked the patient controller (pc) and the message "replace generator, the generator has reached the end of service" appeared. An abbott representative met with patient and confirmed the scs ipg has reached its end of service and would need to be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified the patient's scs ipg was successfully replaced and stimulation therapy restored.